Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced visual discomfort and was unable to tolerate the lens. The iol was replaced with an alternate iol 56 days following the initial procedure. Additional information has been requested; however, further information has not been received.